Event description:
It was reported that the patient continued with driveline fault alarms. There were no low flow or pump stop alarms seen on vad interrogation. The alarms were due to the driveline fracture. The patient was in the hospital for a routine surgical procedure. It was reported that the log file continued to show yellow wrench alarms associated with driveline fault alarms. The open wire was found to be internal (pump phase 1 no longer has wire redundancy). The rest of the log consisted of a few pi events as well as routine power source changes. It was recommended to continued monitoring.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline fault alarms. The plan was to perform a driveline repair and the additional plan was to have the surgeon place arterial and venous lines in case patient needs extra corporeal support. The driveline replacement was performed on (B)(6) 2020 and there was still a driveline fault. The issue was internal to the green wire.

Manufacturer narrative:
Section d9: 21.5" of the replaced driveline was returned for evaluation. Manufacturer's investigation conclusion: review of the log file submitted by the account confirmed driveline faults. However, a specific cause for these faults could not be determined as the evaluation of the returned portion of the driveline did not reveal any areas of wire compromise that would have contributed to the findings observed in the submitted log files. The account reported that the patient was experiencing driveline fault alarms. The patient received a distal driveline repair, as well as arterial and venous lines in case they needed extracorporeal support. The driveline faults did not resolve after the driveline repair. The submitted log files, which contain data from 13oct2020 to 20oct2020 and to 19jan2021 respectively, both contain driveline faults and corresponding yellow wrench alarms. Approximately 21.5¿ of the replaced portion of the driveline was returned for evaluation following an external repair. Rescue tape had been applied from approximately 1¿ to 6¿ from the controller connector. Electrical continuity testing of the returned portion of the driveline as it was returned found the wires to be electrically intact. The driveline was disassembled and visual examination found no damage to the wires or the underlying conductors. High potential testing found no breaches in any wire¿s insulation. The patient remains ongoing on heartmate ii lvas, serial number vad-53885. No additional related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook, rev. C is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for vad-53885 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.